Event description:
It was reported, the patient had been in the hospital at one point and someone else increased his dose. It was reported that the patient was complaining of increased pain and spasms, but this patient had many other medical things going on and was an unreliable and a poor historian. The patient had fallen recently and thought he damaged his pump. The patient was trying to get his legs amputated. The patient came in to the clinic today, (B)(6) 2013, and the hcp needed to figure out what to do. An alarm was heard and confirmed by telemetry and was due to zero ml reservoir volume reached. The volume dispensed was 21.9 ml with reservoir volume 0 ml. The patient had been getting dose increases. Based on the drug information, the flow rate was .2700 ml/day and the last refill was (B)(6) 2013 with 20 cc¿s. 18 ml volume was dispensed in 67 days. The hcp indicated the patient¿s intrathecal pump last refill was (B)(6) 2013. The health care professional (hcp) could not get the drug [for refill] until monday, (B)(6) 2013. They were filling the pump with saline and running it at minimum rate. The possibility of an erroneous alarm from manipulating the reservoir volume and changing it back prior to update was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1 lot# n202362, implanted: 2010 (B)(6), product type accessory product ID 8583 lot# n174647, implanted: 2010 (B)(6), product type accessory product ID 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).